Event description:
Contacted regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxi 800 access instrument. The elevated accu tni result was 0.596 ng/ml (above the ami cut-off). The result was reported out of the lab. The physician questioned the result and a second sample was collected from the pt and tested for accu tni. The second accu tni sample result was 0.282 ng/ml. Both samples were sent out to a reference laboratory and measured for troponin t (different method). The troponin t results for both samples were negative. The customer indicated that there has been no serious injury attributed to or connected with this event.